Manufacturer narrative:
This device was explanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient was admitted to the hospital for sepsis following a fall. While in the hospital, pauses in pacing were noted. It was suspected the pauses could be from external noise or a loose electrocardiogram electrode. Information was later received that the device was oversensing p-waves down to 1.1v. Additionally, the r-waves are being oversensed as p-waves in aai mode.